Event description:
According to the reporter: the tip of the device broke and fell into pt cavity. The piece was safely remove from pt and the device was replaced. No further pt or surgery issue was reported.

Manufacturer narrative:
(B) (4).